Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 43, 185, 361 mg/dl. The customer was treated with juice and banana. Troubleshooting was not performed for high blood glucose. Customer had received a calibration not accepted alert, a change sensor alert and sensor updating alert. The insulin pump and transmitter will not be and sensor will be returned for analysis.